Event description:
Approximately one year and eight months post hvad implantation the site reported that the patient experienced power source change in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional this is one of four reports (3007042319-2014-00243, 3007042319-2014-00244, 3007042319-2014-00245, and 3007042319-2014-00246) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of four reports (3007042319-2014-00243, -2014-00244, -2014-00245, and - 2014-00246) submitted for devices related to the same event.